Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during drain 1 of 2 on the homechoice machine(hc). The caregiver(cg) stated the home patient(hp) disconnected and did not properly reconnect. The technical service representative(tsr) assisted the cg to cycle power on the hc. The hc alarmed system error 2367. The tsr assisted the cg to cycle power on the hc again to get to press go to start. The tsr advised the cg to start over with all new supplies and advise their nurse of the event. The cg was contacted on (B)(6) 2012. The cg stated this was an isolated event. The cg stated the hp did not develop any adverse reactions or need any medical intervention. The cg stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. The root cause was identified to be use error from the patient disconnecting from the set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.